Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that burning smell was detected, and powered station off and left unplugged. A field service engineer inspected and noted that the drawer 3.2 would not open using the emergency release lever. The solenoid was found misaligned with a burn mark underneath. The solenoid and plunger were replaced, but the drawer still malfunctioned, prompting replacement of the drawer controller board. After restarting, the drawer opened only via the release lever, so the retractor band was replaced. Subsequent hardware tests showed no further issues. The station was restarted, and the user successfully completed an inventory count, then verified drawer functionality through hardware test application (hta) and customer testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es have the burn smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es have the burn smell. The customer reported that there was a delay in patient care. As part of the investigation, it was determined that a faulty solenoid with an overheated coil and a damaged mosfet q601 was present. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report of ¿burning smell¿ was confirmed during fse testing and subsequently confirmed in the dchu inspection and testing process. According to work order # (B)(4) customer reported a burning smell and powered station off and left unplugged. The fse removed back panel to inspect all drawers and found that drawer 3.2 would not open using emergency release lever. Drawer 3.2 solenoid pushed insep into a position that would not allow drawer to open. The fse removed the solenoid and found burn mark underneath. The fse replaced the solenoid, drawer controller board and retractor band and restarted station. In hardware test application the fse tested the drawer with no further issue. During dchu visual inspection: p/n 353578-01: had burned marks around the coil. P/n 119981-01: had a missing spring. P/n 151622-01: had no signs of physical damage, loose components, fluid ingress or missing components. P/n 353844-01: had no tears, bends, breaks, or broken traces along the cable. During dchu testing: p/n 353578-01: no testing was required due to the results obtained in the visual inspection. P/n 119981-01: no testing was required due to the results obtained in the visual inspection. P/n 151622-01: was tested using a calibrated dmm on an esd protected surface, it was detected a damaged mosfet q601 due to an electrical failure. No further testing was required. P/n 353844-01: was tested with the dmm set in continuity mode to test the 30 pins of the flat flex cable. The retractor band passed the continuity test and was mounted on a known-good drawer to check the functionality of the part. No intermittent behavior was observed during the hta test. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the ¿es - burning smell¿ reported was attributed to an electrical failure on the solenoid coil causing a burning condition and leading to the burning smell as the customer reported. Additionally, the drawer controller had a damaged mosfet q601 caused by the faulty solenoid.